Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during the prime test as a result of a protruded/loose drive support disk. Unable to confirm the alarm. No rewind anomaly, ramping numbers on their own or scrolling bar moving anomaly noted. The device was received with scratched screen, cracked case on the display window corners, cracked reservoir tube lip and window, and cracked battery tube threads.

Event description:
The customer reported that the insulin pump alarmed, was stuck in the prime loop, and insulin squirted out during the manual prime process. The blood glucose reading was 90mg/dl. Troubleshooting was performed, and no damage to the drive support cap noted. Advised the customer to discontinue the use of the device and revert to back up plan. No further information was provided.